Manufacturer narrative:
(B)(4). The actual complaint product was not returned for evaluation. The device history record for the lot number, um5285xxx, involved in this complaint was reviewed and the material was produced according to the manufacturing procedures and met the quality requirements. It was reported that the respiratory manager assessed the second endotracheal tube that was recovered and tested the tube under water which showed a leak right above the cuff where the cuff connects to the endotracheal tube. The endotracheal tube on patient 2 was not tested due to there was too much secretions on the endotracheal tube. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). Device not returned.

Event description:
Halyard received a single report that referenced three different incidences, which were associated with separate units, involving two different patients. This is the second of three reports. Refer to 3011270181-2016-00002 for the first report. Refer to 3011270181-2016-00004 for the third report. It was reported that two patients were intubated with a size 7.5mm endotracheal tube. Patient 1 was intubated and re-intubated on (B)(6) 2016 due to signs of leakage from the cuff of the endotracheal tube. Patient 1 was transferred to another hospital after re-intubation. Patient 2 was intubated on (B)(6) 2016; however, after intubation, the cuff showed signs of leakage due to a change in the ventilator pressures. Patient 2 was re-intubated on (B)(6) 2016. Patient 2 was re-intubated again with an 8.0mm endotracheal tube on (B)(6) 2016. There was no additional information available and no adverse patient effects reported.